Event description:
Dentist contacted ami and stated that the socket came out of the lower appliance. This occurred the pt's first night of usage. There was no harm to the pt.

Manufacturer narrative:
(B)(4). Ami has repaired the appliance and replaced the lower tray.